Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked. The location of the leak was unknown. Customer's blood glucose level was 600 mg/dl with ketones. Reportedly, the customer changed the cartridge, resumed insulin delivery, and administered a bolus.